Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and pop. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, vaginal scarring, and other outcomes. It was reported that patient underwent mesh revision/removal including omental j flap, bladder hole repair, and latzko martiup flap procedure on (B)(6) 2003, (B)(6) 2003, and (B)(6) 2004 due to vesicovaginal fistulae caused by mesh erosion. No additional information was provided.